Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. It is unclear how the mesh was tacked to the bladder and how this may have contributed to the alleged infection. Multiple attempts have been made to contact the patient and request additional information. Infection is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Note the date of implant is estimated as only the month and year were provided. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that in (B)(6) 2017 the patient was implanted with a bard ventralight st mesh. As reported the physician tacked the mesh to the bladder in order to secure the mesh in place. The patient reports she developed kidney problems post implant. The patient stated that during surgery to repair her bladder it was discovered that the mesh was infected and the infected area was removed.